Event description:
It was reported that this patient recently was implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system. The field representative called for review of stored episodes in which the patient received inappropriate therapy. The device is programmed to the alternate vector. Technical services (ts) and found there were oversensing of atrial fibrillation (af) which resulted in three inappropriate shocks that were non-isolated. Auto setup was performed again, and the alternate vector was selected again. The primary vector looked better however, it did not pass when the patient was sitting however, passed when in supine. Imaging was performed and ts reviewed and confirmed that the primary vector looked the best. At this time, the system remains in service. No additional adverse patient effects were reported.